Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left hip hemiarthroplasty performed on an unknown date. Subsequently, the patient was converted to a total hip. During the revision, allograft bone was placed in the acetabular wall defects. A new shell was screwed into place, and a head and liner were placed on the retained stem. There were no intraop complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Suggested component code: mechanical (g04) ¿ head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: previous hemi head removed, allograft placed in acetabular wall defects. No intraop complications. A definitive root cause cannot be determined. The complaint is confirmed based on the provided medical notes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.